Manufacturer narrative:
A review of the device history record has been completed. No deviations or non conformances noted. The reported events seroma-late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture grade IV and seroma-late.

Event description:
Healthcare professional reported left side "hypoechoic nodule", "multiple step-ladder in both implant and extracapsular fluid collection, r/o implant rupture", "calcification" and "duct dilatation" via us report and capsular contracture baker grade 3-4. The event of ¿hypoechoic nodule¿ is not device related. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening sharp assessed as unidentified (tear) opening (shell thickness was within specification). Also have a opening striated assessed as to surgical damage. Additional observations: crease flat observed in the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side "hypoechoic nodule", "multiple step-ladder in both implant and extracapsular fluid collection, r/o implant rupture", "calcification" and "duct dilatation" via us report and capsular contracture baker grade iii/IV. The event of ¿hypoechoic nodule¿ is not device related. Device was explanted and replaced.